Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the impactor indicated that the impactor tip is no longer attached. The impactor showed minor damage/wear. The tip was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batches number. A clinical analysis confirmed that this complaint from the united states reports that an impactor tip broke in half while impacting the liner. Reportedly, a back-up was available, there was no delay in the procedure no pieces fell inside the patient and all pieces were recovered. No clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts, to obtain additional information regarding this complaint, did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during thr the gray cup impactor tip got broken in half while impacting the liner. No delay reported. A back up device was available. No injury or other complications were reported.